Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: two similar complaint type events reported for units within the same lot.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -14.00, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the surgeon notes the following: excessive vault, elevated iop, iris pigments on icl, "massive" headache, appositional angle closure. Additional information provided: 1 week post-op the iop became elevated, patient was give iop drops (cosopt+alphagan). On (B)(6) 2018 it was reported that "the central hole is open." There is "the presence of appositional angle closure...acetazolamide was added when the pressure reached high thirties on full topical medications. Steroids were stopped to rule out the possibility of steroid response. Now the iop is 19mmhg on cosopt only with a high vault...and lots of iris pigments on the icl..." The lens remains implanted.